Event description:
The customer called for help with his meter. While troubleshooting, he performed control tests and received a result of 220 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 1 out of 5 results to read 5 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.